Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a 52-year-old male patient with an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. During impella 5.5 support, the nurse described a purge leak at the level of the purge filter. There was no low purge pressure alarm, but purge pressure was less than 330 mmhg. A purge filter and reservoir bypass procedure was completed to resolve the issue. There was no reported patient harm.

Manufacturer narrative:
The investigation into the purge leak - pump issue has been completed since the original report was submitted. The device was not returned for investigation. As per the clinical details, a purge leak was reported from the purge filter without any purge-related alarms being seen. The purge sidearm was bypassed due to the purge leak issue. The cause of the purge leak issue was most likely a leak from the sidearm, but the exact location of the leak was unknown. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ d.6a revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures. H.6 code 481 was reported incorrectly on the previously submitted report. A new code has been added to component codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.